Event description:
Reporter indicated patient had the vns system explanted due to infection in2003. The reporter stated the infection was due to the original vns implant surgery. The patient was reimplanted with a new lead and generator in 2006.

Manufacturer narrative:
Vns system labeling lists infection as a potential adverse event, possibly related to surgery.